Event description:
We have been informed that during vitrectomy after doing extrusion, when changing to endolaser phase, the error message "las0" appears and it was not possible to do any laser. The machine was restarted and checked that the emergency laser button was not pressed and error continues showing up. Surgery was completed by using another machine. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30min.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during vitrectomy after doing extrusion, when changing to endolaser phase, the error message "las0" appears and it was not possible to do any laser. The machine was restarted and checked that the emergency laser button was not pressed and error continues showing up. Surgery was completed by using another machine. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30min.

Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review. Review of the logfiles and pictures confirmed the occurrence of the reported error message and revealed the occurrence of a las102 error message. Las102 means that the laser emergency stop button was active. It was advised to check if the reported error code las0 is still coming up when the laser emergency stop button is not activated (pulled out). From the logfiles, it does look like it came from the stop button. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. Presumably the issue was attributable to a user error.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (lm-low*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.